Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had experienced pruritis. A confirmed motor stall and motor stall recovery were recorded in the event logs. The motor stall occurred at 0307 on (B) (6) 2010 and recovered at 2244 on (B) (6) 2010. The pt stated that they did not have an MRI or any other medical procedure that would have caused the stall. The pt stated that they were asleep when motor stall occurred. There were no other noted motor stalls present in the event logs dated back to (B) (6) of 2009. It was stated that the pt was doing "fine" with no other symptoms present. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.